Event description:
Crews responded to a medical call; pt complained of not feeling well. When crew arrived on scene CPR was in progress, performed by an off-duty paramedic. The pt's pupils were dilated, crew noted diminished lungs sounds and agonal breaths at a very slow rate. Defibrillation electrodes were attached to the pt; the pt was determined to be in ventricular fibrillation. Reportedly the crew was unable to deliver a shock. The pt was intubated, an IV was started and CPR was continued. The transport agency arrived on scene 20 minutes later with a back up device. The pt was transferred to the back up device, CPR was continued, and the pt was transferred to a hosp. The pt was not resuscitated.